Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 780 mg/dl while wearing the pod on the abdomen for between 25 and 36 hours. Symptoms reported include vomiting and extreme high bg levels. The pod was removed at home and a new pod was applied prior to leaving for the hospital. The patient was treated with an insulin infusion. The patient was released after two days.